Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Date of event is unknown. Patient felt headache in beginning of (B)(6). Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient underwent cranioplasty surgery on (B)(6) 2016. No other anomalies occurred. At the beginning of november the patient felt headache and returned to the hospital. It was reported that the matrixneuro mesh plate was broken. On (B)(6) 2016, the revision surgery was performed and a new mesh plate was implanted. All broken off pieces were removed from the patient. Patient condition was reported as stable. No patient harm was reported. This report is for one (1) ti matrixneuro contour mesh plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part 04.503.121, lot 7643826 (non-sterile): manufacturing location: supplier - (B)(4), packaged by: (B)(4). Manufacturing date: june 04, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: this complaint is confirmed. The returned device was received with multiple broken areas. The mesh has been contoured significantly and multiple bends and breaks exist. The plate thickness in several areas near breaks was measured and found to be within specification. The returned matrixneuro mesh-pl 100*100 t0.6 contourable device is an implant available for use in the matrix midface plating system and the matrix neuro cranial plating system with instructions for use in the relevant technique guides. The relevant drawing was reviewed during this evaluation. No product design issues or discrepancies were observed. Most likely the breakage occurred due to excessive bending prior to implantation thereby weakening the implant. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.